Event description:
During percutaneous coronary intervention in patient's left anterior descending artery, the physician attempted to advance the shockwave balloon across the area of interest, however, the proximal part of the shaft of the balloon broke in half in physician's hand as he was trying to deliver the balloon to the area of interest. Balloon was removed from left anterior descending artery.